Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6)2023. The rep reported that the patient was hospitalized after she became unconscious and the hospitalization was unrelated to the spinal cord stimulator. She was there for ap proximately a week. She noticed the shocking after her discharge from the hospital when she turned her stim back on. After the #2 and #7 electrodes were turned off and not used in programming, the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep reports she met with the patient on the 7th of march, as the patient reported she was having shocking sensations. Rep reports the patient fell january 26th, when this unwanted stimulation started. Rep states patient was hospitalized after the fall for a week and was unconscious, so she was not clear on what happened with the fall. Rep states the patient has since had an x-ray which revealed migration of the leads. Rep reports when she met with the patient and interrogated her ins, she saw high impedances on electrodes 2 and 7 (reference of 0) at 40,000 ohms. Rep states patient was programmed with 4 electrodes in a row, however she couldn't recall specifically which ones. Rep states she re-programmed the patient to not include electrodes 2 or 7, and the new program was reported to provide good coverage, per patient report. The caller was not with the patient. Ts reviewed use of reference electrodes that are being used in programming to optimally see impedances. Ts sent email to rep to provide case number for reference and to confirm which ins was associated with the shocking, as this patient has two implanted. Rep did not clarify at the time of call which ins was associated with the shocking.